Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, a shaft kink occurred. Access was obtained via the left renal artery using a non-bsc guide catheter and thruway guide wire to access the distal branch of the renal artery. This 4.0x15x90cm express" sd stent delivery system was selected and tracked over the guide wire where significant resistance was met and the stent was unable to pass the stenosis at the opening of the kidney. The physician tried to advance passed the blockage without success. The physician felt that the "thruway guide wire had to long of a floppy tip to support the stent crossing the lesion". The device was exchanged for a v-18 guide wire however; upon removal it was noted that the shaft of the express" sd was kinked. The physician inserted a non-bsc long guide sheath to the level of the renal artery. Another express sd was tracked over the v-18 guide wire successfully and the stent was deployed. No patient complications were reported and the patient status is stable however, device analysis revealed that the stent was not returned. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: examination of the returned complaint device consisted of an express sd stent delivery system (sds) with no stent and no other devices. There was contrast in the inflation lumen. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. The balloon was loosely folded which is consistent of having some positive pressure applied. There were multiple shaft kinks 59.5cm to 67.5cm from the strain relief. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported difficulties. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).